Event description:
It was reported that the asymptomatic patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the right atrial lead exhibited noise. No intervention was performed. The noise was not reproducible. The patient was in stable condition and would be further monitored.